Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that machine in disconnected mode. A technical support specialist (tss) dialed into the station and confirmed that it was communicating properly with the server. The tss reviewed the data synchronized debug log and found no recent changes in the data synchronized process. Tss confirmed station was no longer showing the disconnected mode issue, indicating that the problem had been resolved. The system functioned as intended after issue got resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower was in disconnected mode and failed to receive information from cerner. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.